Event description:
It was reported that "the endoflator (B)(6) had error code 322 on screen and said restart device. Like always I would turn the device off, wait 30 seconds and turn it on. This time the error code came right back on. I then grabbed an endoflator from I believe tower 5 ((B)(6)) and put it onto the boom where the failed endoflator was. When I turned that on error code 322 came on right away and that device had been off all day. I eventually got it fixed by rolling in a whole separate tower. All units that failed or had an error started working 10 minutes later". No negative impact in state of health reported. Cross reference MDR: 9610617-2025-02261.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).